Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a patient alert was triggered when the pacing impedance was greater than 3000 ohms on (B)(6) 2013, while the baseline was stable around 800 ohms. One non-sustained tachycardia episode with v-v intervals of less than 220 milliseconds was recorded on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was possibly fractured and a lead integrity alert was triggered. There was an impedance jump, oversensing, and a stored electrogram showing lead noise. The lead remains in use. No patient complications have been reported as a result of this event.